Event description:
It was reported that the biomed had the arctic sun device that failed the calibration for an error 80 (water check time out - unable to reach calibration temperature) expected 6 actual 8.0. They ran a functional check, and the device hit 6 degrees in 7 minutes, they were going to rerun the calibration.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was not returned. The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue could not be duplicated during evaluation. They ran a functional check, and the device hit 6 degrees in 7 minutes, they were going to rerun the calibration. Per follow up information, biomed confirmed they reran calibration twice more after speaking with technical support and device cooled without issue. They said the water temperature was off by only a small amount the first time it failed calibration, so they decided no repaired were required. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that failed the calibration for an error 80 (water check time out - unable to reach calibration temperature) expected 6 actual 8.0. They ran a functional check, and the device hit 6 degrees in 7 minutes, they were going to rerun the calibration. Per follow up information received via phone on (B)(6) 2024, spoke with biomed, who confirmed they reran calibration twice more after speaking with technical support and device cooled without issue. They said the water temperature was off by only a small amount the first time it failed calibration, so they decided no repaired were required.